Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump thermistor and pcb board had failed, which caused the no flow out alarm to fail as well as the unexpected shut down of the pump. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump had cosmetic damages to the front housing and that the pump "just shuts off". When the pump was returned to mmdg for evaluation the no flow out alarm did not alarm as expected. It failed to alarm. The initial reporter stated that the patient had not experienced any adverse effects due to the complaint. The no flow out alarm failure was discovered at moog. (B)(4).